Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026, due to high blood glucose levels and headaches. No specific blood glucose levels were provided. The patient stated she was diagnosed with a hyperglycemic episode and was treated using an insulin sliding scale. She remained in the medical facility for approximately four hours and returned home the same day. Prior to seeking medical attention, the patient reported that she was unable to connect her dexcom g6 continuous glucose monitor transmitter serial number in the omnipod iphone application. No further information was provided despite good-faith efforts to gather additional details.